Manufacturer narrative:
Physician programmer model# 8840, catheter model# unk, unknown implanted:unk, explanted:unk.

Event description:
It was reported that a bridge bolus was not performed. The pump was not updated with the bridge settings. The patient was getting three times the normal dose per day but had no symptom change. The catheter was a non medtronic product. The hcp aspirated what was in the pump and it matched with the anticipated volume -- pulled out 19 ccs and 28 days x.75 ml = 21 40-21 = 19 ccs -- filled with 40 ccs on (B)(6) 2011 but the pump did not get updated. The drug in the pump was hydromorphone. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).